Event description:
The surgical case required an endostitch device (ref 173016). The device was opened to the back table and assessed before use by the surgical tech. The device failed and the needle broke while in use (lot j4g2355ey). The surgical tech confirmed all pieces were accounted for and another endostitch was requested. A second endostitch was opened (lot j3f1603ey). This device was assessed before use and also broke during the case; the needle did not transfer from one working end to the other and the needle was difficult to remove. The surgical tech confirmed all pieces were accounted for and a third endostitch was opened to the back table. The third endostitch was functional and was used to complete the case. Picture attached to file notify manufacturer of defective equipment, FDA medwatch report submitted for both; psr submitted - psr (B)(4) item description endo stick auto suture suturing device 10mm (lot j4g2355ey, exp 2029-06-30 and lot j3f1603ey exp 2028-05-31). Ref report: mw5173375.